Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy evo device. The customer stated that prior to the ventilator service required alarm, a high inspiratory pressure alarm would frequently occur on the device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed when the service technician had performed a charge and discharge test on the detachable battery. During the evaluation it was noted an error code, battery not charging fault, was observed in the device's error log. The service technician determined the detachable battery had caused the ventilator service required alarm on the device. The high inspiratory pressure alarm is a patient alarm, and a different alarm would occur if there was an issue with a component. In conclusion, the device's detachable battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly was replaced for preventative measure unrelated to the reportable issue. The device passed all final testing.